Event description:
A nurse reported that a lens was removed and replaced due to a postoperative refraction of +4. The replacement lens was the same model and diopter and pt's visual acuity at one day postoperative was reported to be 20/30.

Manufacturer narrative:
H.6.: the intraocular lens was returned to the MFR for analysis. The diopter was measured as a 19.0 and not a 25.5 diopter as labeled. Product history records were reviewed and indicate product met release criteria. There have been no similar reports received for remaining lenses manufactured in this work order. The MFR's investigation into this event will continue.